Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a haptic was broken. The incision was widened to facilitate removal of the intraocular lens. The surgeon indicated he believes the broken haptic was due to possible technique variations on insertion. The patient's outcome was fine.